Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful ring repair. Per the operative report of (B) (6) 2010, after the annuloplasty was performed, "coming of bypass it was clear that he had significant systolic anterior motion and obstruction of the outflow tract associated with moderate severe eccentric mitral regurgitation requiring further reconstruction of the mitral valve."